Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the lesion was 99% of stenosis with calcification. The image was appeared without problem at set up. When the catheter was advanced into the cypher stent with imaging, it got caught in the distal end of the stent. The physician was advanced to the distal by force, the image got disappeared. Patient condition: good.